Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip cracked. The correct surgical technique was used. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed via product return. Visual examination of the returned product identified the impactor tip is broken. Not all pieces were returned. Gouges noticed on the exterior of the tip. Scuffs and scratches noticed on the part. The features of the fracture surface visually align with an internal research memo in which a bending overload fracture failure mode was identified. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.